Manufacturer narrative:
H3:product analysis #(B)(4):part # 9561524:lot # my21e001 visual inspection confirmed the small knuckle handle has broken. This type of damage appears to be from excessive force place on the instrument during use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for microdisc therapy. It was reported that the instrument was broken while setting up. There was no patient involved at the time of event.